Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (2022,b)(6) 2022 the patient was having a hard time concentrating/thinking and was incoherent. Her husband took her to the hospital where a fingerstick bg was checked. The bg was 1.7 mmol/l but the cgm was reading 3.3 mmol/l. She was given glucose tablets, an unspecified IV, and glucagon injections. At some point the bg went up to 3.0 mmol/l while the cgm was reading 5.8 mmol/l. She was kept in the hospital for monitoring and released on (B)(6) 2022. She stated that she is not a diabetic but has very erratic bg swings and often stays low for hours at a time. At the time of the report she was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.